Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/1.5/033 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: date of event is (B)(6) 2020. The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/1.5/033 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to low vualt. The exchange resolved the problem. Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical debris on product. Visual inspection found hatic torn and debris on the lens. Patient code:3191 secondary surgery (exchange). (B)(4).